Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system had a repeated recoverable fault 23072. Before calling for technical support, the customer attempted to recover the fault several times unsuccessfully. The customer also rebooted the system, but the error is coming back. An intuitive surgical inc. (Isi) technical support engineer (tse) advised the customer to move arm 4 up and down all the way of the z-axis and then to leave it in a middle position, but he stated they have managed to put the arm out and decided not to use it. The customer declined to perform further troubleshooting, they will perform the surgery with 3 arms. The procedure continued as planned. There was no report of patient injury. Isi followed up with the customer to confirm that the system was checked after booting the system. The system booted initially with no error. The procedure was completed with three arms. The error occurred when referring to the defective arm.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system had a repeated recoverable fault 23072, an investigation was completed to determine the cause of this reported event. An intuitive surgical inc. (Isi) field service engineer (fse) went onsite to investigate the issue. The fse was able to confirm the issue and replaced the z axis cable on setup joint (suj) 4.